Manufacturer narrative:
The actual device was not available; however, three photographs of the sample were provided for evaluation. Visual inspection of one of the photos found the product was wet. Fluid on the outer side of the product near the header area was visible. The reported condition was verified. Visual inspection of the other two provided pictures did not identify any abnormalities as only the label of the dialyzer was visible. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h dialyzer, a fluid leakage at the dialysate port was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.